Event description:
Information received indicates the brake is not holding. Caster will lock into brake but continue to swivel.

Manufacturer narrative:
The technician replaced three brake casters and four caster supports to repair the bed.